Event description:
The tablet serial number product information was provided with a typo and the site has multiple tablets. The issue however was isolated to the serial cable. No additional relevant information has been received to date.

Event description:
It was reported that the physician¿s office tablet serial cable was preventing communication with a patient¿s generator. A backup tablet was used to for communication with the patient's generator. Through troubleshooting, it was reported that the company representative determined the issue was due to the usb serial adapter cable. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.